Event description:
It was reported that the customer entered a correction factor of 1:6 mg/dl instead of a 1:60 mg/dl due to user error. Customer experienced a low blood glucose (bg) level of 50 mg/dl. Customer consumed carbohydrates and glucose tablets to address low bg. Tandem technical support guided the customer through correcting the basal rate to address the event.